Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, the following information was received: it was reported that this was a procedure with a prostyle device using the pre-close technique via a 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, with a prostyle device the suture was not present when the plunger was removed. The sutures of two new prostyle device were successfully pre-placed. The tavi procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a procedure with a prostyle device using the pre-close technique via a 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, with a prostyle device the suture was not present when the plunger was removed. The sutures of two new prostyle device were successfully pre-placed. The tavi procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.